Manufacturer narrative:
An additional lot number was reported (lot# m002602). However, the customer unsure which cartridge lot number was used when the alarm occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume delivery.